Event description:
It was reported that pump housing a damaged. There was no reported impact to the customer. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.